Event description:
Patient experienced hypopigmentation on backside for 4 weeks and has not yet healed following a tattoo removal laser treatment.

Manufacturer narrative:
After laser treatment patient had hypopigmentation on his back. Treatment settings were higher than recommended for this skin type which can cause hypopigmentation. Hypopigmentation is a normal, expected reaction from laser treatments, but in this incident it did not resolve after 4 weeks. Therefore it is being reported. There was no problem found with the laser system during the service evaluation.